Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to over 13.9 mmol/l (250 mg/dl) between 25 and 36 hours of pod wear despite administration of bolus corrections. Upon closer inspection, the pod was noted to be coming loose from the infusion site (hip/buttocks), which caused the cannula to dislodge and prevented proper insulin delivery. As treatment, a new pod was applied.